Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The multifunction cable was tested for continuity and it passed. The device was recertified and returned to the customer. Review of the device error logs showed the occurences of defib impedence fault 392 messages; however this does not indicate device malfunction. It indicates that the impedence was too high for a self test to be executed. The device needs impedence of 0 to 5 ohms to be able to perform self test. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.